Event description:
It was reported that an optimis reamer handle was unable to lock; surgical team was unable to properly assemble the handle during op setup. They were unable to assemble it correctly due to the pin getting stuck. It seems to have bent out of shape or is jamming and is not in usable condition without repairs. This was noticed immediately after opening the loan tray before the case. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). It has been reviewed and confirmed that there is no separate, distinct pin instrument that assembles to the angled reamer. The complaint description and additional information are all describing the assembly and observed jammed behavior of part of the angled reamer instrument. The addition of the unknown fixation pin was not needed and it is appropriately downgraded from reportable to not reportable and removed. There is no reportable malfunction associated with a separate fixation pin.